Manufacturer narrative:
Device evaluation: the suspect device was returned to merit for evaluation. The device was functionally tested by drawing fluid into the system and expelling the fluid into the drainage bag several times. A vacuum was also drawn on the system. There was no leaking or air intake observed at any time during testing. The complaint could not be confirmed, therefore, no conclusion can be drawn. Merit will monitor events of this type for any increasing trends.

Event description:
The complainant reported that while performing a diagnostic left heart catheterization, air was getting into the system. When they reviewed the films, they noticed air had been injected into the right coronary artery. The pt was monitored, but no further procedures were required. There was no pt harm or injury reported.